Manufacturer narrative:
(B)(6). A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips¿ remote service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 defibrillator indicating that there was a battery issue. It is unknown whether the device was in clinical use, however no harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.